Event description:
The customer reported they were doing a tee / cardioversion bedside and the spo2 was at 100%. Customer was also using eto2 (end tidal co2). Staff noticed the etco2 was dropping but the spo2 remained at 100%, even though the patient was desatting. The device was in clinical use. No adverse event involving a patient or user was reported.